Manufacturer narrative:
MDR 3005778470-2026-00750 / initial 1 of 3. MDR 3005778470-2026-00751 / initial 2 of 3. MDR 3005778470-2026-00752 / initial 3 of 3. E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
The end user says that his current box of catheters have the coudé tip and raised fin misaligned.